Event description:
Subsequent to the initial medwatch report, the following information was received: the size of the hematoma was reportedly approximately three centimeters. No additional information was provided.

Event description:
It was reported that prior to an abdominal aortic aneurysm (aaa) repair procedure, perclose placement of the perclose proglide sutures was attempted for arteriotomy closure of a calcified common femoral artery with an acute angle. Reportedly, during insertion of the first proglide device through an 8-french sized access site, some resistance was felt and there was no arterial blood flow from the marker lumen. When the device was retracted, the sheath of the device was kinked. The device was removed and two additional proglide devices were deployed and set to the side. The access site was dilated to 18-french to match the outer diameter of the delivery catheter. After conclusion of the aaa repair procedure, the suture of the two proglide devices were used to achieve hemostasis. Angiography revealed a hematoma located in the common femoral artery and iliac artery section. The hematoma required no special treatment, but resolved by itself. The physician believed that the anatomy of the patient was the cause of the hematoma. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported sheath kink and difficulty inserting the device was confirmed as the sheath was observed to be bent at the proximal-end below the suture bearing area and the guide wire exit ramp was observed to be damaged, which is consistent with the report of some resistance felt during insertion. The reported blockage within the device was not confirmed as the device was flushed during lab testing and marked without difficulty. The instructions for use (IFU) under device placement provides the correct procedure to obtain successful arterial marking. The IFU also states under precautions, not to advance the device against resistance until the cause of resistance had been determined. Additionally, it was reported that the access site was mildly calcified. It should be noted that the IFU states that the safety and effectiveness of the perclose proglide smc devices have not been established in patient populations with femoral artery calcium which is fluoroscopically visible at the access site. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device has been received. Investigation is not complete. A follow-up report will be submitted with all additional relevant information.